Event description:
A home pt contacted technical service center regarding a chack your position message that appeared on the display of the homechoice machine during fill 1/3 of her automated peritoneal dialysis therapy. Per initial report, the home pt stated that the clamp was closed on the pt line of the homechoice set through all previous cycles. Technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.